Event description:
Information was received that during use of this smiths medical cadd ms3 pump, it was reported that after the patient was discharged and switched to the home pump, the patient accidentally spilled some remodulin from cartridge while placing it in the home pump. The patient was ordered to get a replacement cartridge from the pharmacy and started therapy with the home pump in the meantime. Reported that the patient then complaint to a family member at the bedside in (B)(6) (native language) that she was having head pressure and chest pressure along with shortness of breath and fatigue. According to the report the nurse indicated that these symptoms were aligned with over delivered (when a bolus is given) of remodulin. The registered respiratory therapist and physician were called, and orders were given to monitor the patient for 2 hours, an EKG and troponins to be completed. However, upon frequent reassessment of the patient, symptoms had subsided, and vitals remained stable. The physician ordered the patient to be discharge and the patient was given a tubing and new cartridge of remodulin for the home pump. The biomed team was unable to investigate the patient pump as it was taken home when the patient was discharged. No additional adverse effects were reported.